Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer's mother reported via phone call indicating that the insulin pump alarm prime rewind. Customer's blood glucose was unknown mg/dl. The customer stated insulin is squirting out during the manual prime process. The customer is calling for technical troubleshooting. The custom's mother stated they did not have room temperature insulin to complete troubleshooting. The customer's mother will call back with patient to complete the troubleshooting.